Manufacturer narrative:
.

Event description:
It was reported that the surgeon "clipped" the catheter and that the patient was not receiving drug. An infection was noted in the distal portion of the catheter. The patient was hospitalized and was being supplemented with oral pain medication. The patient had concerns regarding "the pump running when catheter is pinched". No other information was provided. A follow-up report will be sent if more information becomes available to us.